Manufacturer narrative:
Product was received on 10/31/07 and evaluation has to be completed.

Event description:
During an endoscopic discectomy procedure at l5 / s1, after placing the guide wire successfully in the disc, the dilator was advanced, a fluoroscopic picture was taken and could see there was a 20 degree bend in the guide wire. Even the slightest bend in one of these wires can prevent the dilator from advancing. The guidewire was removed and the discogram was redone. As guidewire was pulled back under live fluoro, it separated at the bend point. The wire was in the disc and extending about 3 inches out into the spinous muscles. The wire was removed by introducing a working channel and using a grasper to pull the wire out. The guidewire was successfully retrieved without any complications to patient. The case was uncomplicated and an excellent reduction of the disc.